Event description:
It was reported that the pt underwent a sling procedure in 2003. The procedure was uncomplicated. At one week post operative the pt's post void residual was normal. Later, the pt experienced overflow incontinence and very restricted urine flow. The pt could not empty their bladder completely. The pt went to a urogynecologist and the tape was cut and a 2cm section was removed. The pt is now able to urinate normally.